Event description:
It was reported that there was a device kink that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed, but it did not meet release criteria so it was partially recaptured. The closure device was redeployed a second time, but it was redeployed in the same location and did not meet release criteria. A second partial recapture was performed and the closure device was deployed a third time in the laa of the patient. While deploying some resistance was felt and the closure device ultimately ended up back where it had been originally deployed. The closure device was then fully recaptured and removed from the patient. A new wds was prepared and inserted into the was. While the wds was being inserted there was resistance that was felt and it was noted that the access system was kinked a few centimeters from the hemostatic valve. Due to this kink the wds also kinked during the insertion. Both the was and wds were removed from the patient and exchanged for new devices. The new was and wds were both used to successfully implant a closure device in the laa of the patient. There were no complications that were reported and the patient was doing fine following the procedure.

Event description:
It was reported that there was a device kink that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed, but it did not meet release criteria so it was partially recaptured. The closure device was redeployed a second time, but it was redeployed in the same location and did not meet release criteria. A second partial recapture was performed and the closure device was deployed a third time in the laa of the patient. While deploying some resistance was felt and the closure device ultimately ended up back where it had been originally deployed. The closure device was then fully recaptured and removed from the patient. A new wds was prepared and inserted into the was. While the wds was being inserted there was resistance that was felt and it was noted that the access system was kinked a few centimeters from the hemostatic valve. Due to this kink the wds also kinked during the insertion. Both the was and wds were removed from the patient and exchanged for new devices. The new was and wds were both used to successfully implant a closure device in the laa of the patient. There were no complications that were reported and the patient was doing fine following the procedure.

Manufacturer narrative:
The returned product consisted of the watchman truseal access system with the dilator snapped inside the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 15mm from the tip. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.